Manufacturer narrative:
Product event summary: manufacturer's analysis could not confirm the customer comment that the device presented with artifact, however it was noted that the pins of the patient connector of the device were damaged; the device passed functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer presented with artifact; it was stated that multiple reports of analyzer artifact in the labs reporting the issue led the reporter to believe it was an electromagnetic interference (emi) source, rather than a faulty analyzer. The analyzer has been returned to service. No patient complications have been reported as a result of this event.